Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. Device is implanted in the patient.

Event description:
The patient underwent a successful coil embolization procedure in the anterior communicating artery using penumbra smart coils (smart coils) on (B)(6) 2016. On the same day, the patient experienced mild altered mental state symptoms; therefore the hospital staff prescribed anti-seizure medication. The patient¿s condition was considered resolved on (B)(6) 2016, and the patient was discharged. The mildly altered mental state symptoms were adjudicated to be an adverse event with a possibly related to the disease state, the procedure, and the smart coil system.